Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a total abdominal hysterectomy, the device would not perform a complete seal. An end tone indicating a completed seal was heard when the issue occurred. A new device worked well when used to continue the procedure, and there was no patient harm.

Manufacturer narrative:
Date of initial report: 2017-02-15. Date of follow-up report: 2017-04-25. One used (B)(4) device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects, and the jaws were open upon receipt. Mechanical testing confirmed the jaws opened and closed normally using the handle. The device was activated multiple times on simulated tissue, pressing the button in various locations to detect any activation issues. All seal cycles were completed satisfactorily and end tones were heard each time. A visual seal effect was observed for each application and no sticking occurred. The investigation found the device to function normally and within specifications.